Manufacturer narrative:
On january 21, 2022, mentor became aware the healthcare professional erroneously reported the impacted devices were mentor devices. Upon explantation, the devices were found to be non-mentor products. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Date of explant: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation with two unspecified mentor saline implants and experienced capsular contracture, baker grade 3 on the left side and a deflation on the right side post-operatively, which was confirmed via a mammogram. It was indicated the patient was diagnosed with breast cancer on the left side in 2020. As a result, the patient underwent explantation on (B)(6) 2022. This report is for the right side device.